Event description:
The pt noted a critical alarm error code on her pt therapy manager. The pt was seen in clinic that day. A motor stall was noted in the event logs with no motor stall recovery recorded. The pt experienced increased baseline pain. The hcp decreased the pump rate to minimum rate to avoid possible overdose if the pump restarted. The pt was treated with oral pain medication and was scheduled to have the pump replaced in 2009. The pump was used to deliver fentanyl and bupivacaine. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.